Manufacturer narrative:
H2:continuation of d10 product number: kit svc 02 bi71000824 comp ias ser 4.1.0, lot: s/n (B)(6) product number: kit svc o2 bi71000167 cblasy dbl shldmvs, lot: s/n (B)(6). H3: ias computer passed bench test. O-arm application 4.1.0 and os loaded successfully. Bios (date and time) good. Virus scan passed and was installed in the test system. The system did not ready. Unable to remotely access ias. Ias unable to communicate with mvs server. (B01 ,c02, d02) visual inspection confirm that the missing connector cover and there was a slightly deformed pin 5 and 6 molding. O2 umbilical cable passed bench test. Continuity test passed and was installed in a test system and it initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. The generator intermittently readied. (B01,c07,d02). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ias computer and umbilical cable was required to be replaced. Once replaced, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to medtronic for analysis. Concomitant medical products: product ID: bi71000824, lot #: rev. 1 : s/n (B)(4). Product ID: bi71000167, lot#: rev. A : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when powering on the system the image acquisition system (ias) will not initialize. The system was previously used in a case with no issue. The site tired multiple reboots but the ias remains on "initializing please wait".